Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery at 14 months post-operative for instability/dislocation. Stem and baseplate remained implanted from previous surgery. No further complications have been reported for this patient.